Manufacturer narrative:
Device analysis by MFR: visual examination of the returned device showed 3 kinks and buckling on the catheter shaft located 16cm, 58.5cm and 120.5cm from the tip. Functional testing showed that the device primed as designed. There were no issues with running the device. The device activated and was run for a period of 2 minutes in the blades up and down modes. No errors were noticed on the console. Inspection of the remainder of the device revealed no damage or irregularities.

Event description:
It was reported that the devices lost aspiration and rotation. A 2.4mm jetstream xc catheter was selected for use in atherectomy procedure of the superficial femoral artery. During the procedure, the device lost aspiration. It was replaced with a new device, same model. This device was able to complete nearly the entire procedure but then it lost rotation. The procedure was completed by balloon angioplasty. The patient was fine and experienced no adverse effects.

Event description:
It was reported that the devices lost aspiration and rotation. A 2.4mm jetstream xc catheter was selected for use in atherectomy procedure of the superficial femoral artery. During the procedure, the device lost aspiration. It was replaced with a new device, same model. This device was able to complete nearly the entire procedure but then it lost rotation. The procedure was completed by balloon angioplasty. The patient was fine and experienced no adverse effects.